Manufacturer narrative:
Product ID 8780, serial# unknown, implanted: 2013-(B)(6), product type catheter product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that at implant, the patient was affected by a urinary infection and the same battery was found a few weeks later in the liquor. The patient experienced a fever. It was noted the origin of the infection was the urinary infection that the patient was already affected with before the pump implant, but the type of infection was unknown. Blood and cerebrospinal fluid (csf) cultures were obtained. Medical intervention was noted: the patient was undergoing antibiotic therapy and at the last liquor analysis the battery was no longer present. The location of the issue was noted to be the catheter track. The date of onset of the infection was noted to be 2013-(B)(6). The pump system was being used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# unknown, implanted: (B)(6) 2013, product type catheter; product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8780, serial# unknown, implanted: (B)(6) 2013, product type catheter. (B)(4).